Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 8042b implantable pulse generator, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. It was noted that the physician is weighing on replacing the rv lead at device changeout. The lead remains in use. No patient complications have been reported as a result of this event.